Event description:
The device was placed on 8/12/98. No complications on 8/12 on 8/13. Thereafter the pt developed a gastrointestinal bleed and sepsis with "hypokasion" "sic". A repeat upper gastrointestinal endoscopy revealed migration of the internal bumper into the gastric wall, consistent with "buried bumper syndrome". The tube was removed and the pt was treated with intravenous antibiotics and parenteral hyperalimentation in intensive care unit for 3 weeks. Eventual recovery in the hosp. One pt involved.